Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in an exactamix non-vented, high-volume inlet. The pm was described as ¿fur-like substance or black spots¿. The process step during which this occurred was unknown. There was no patient involvement. No additional information is available.